Manufacturer narrative:
(B)(4).

Event description:
The customer reports that liquid leakage was present and there was evidence that the catheter had a hole.

Manufacturer narrative:
(B)(4). The customer returned one catheter for evaluation. The catheter contained signs of use in the form of biological material in the distal extension line. A visual inspection was performed and no issues were identified with the catheter body or extension lines. A flap of the same material as the juncture hub was found on the proximal side of the hub. When the flap was peeled back, a hole was found underneath. The shape of the hole and the flap of material covering it indicated that the probable cause of this issue was due to the catheter being over pressurized. The rupture on the juncture hub was located 8 mm above the ring of the hub. A lab syringe was used to pass water through the catheter extension lines. The juncture hub was confirmed to leak when the proximal line was tested. No issues were found with the distal or medial lines. A device history record (DHR) review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "use of a syringe smaller than 10 ml to irrigate or de-clot an occluded catheter may cause intraluminal leakage or catheter rupture." The customer complaint of catheter leak was confirmed by complaint investigation. Visual and functional inspections were performed and a ruptured area was found on the juncture hub. A DHR review was performed and no relevant findings were identified. The probable cause of this issue is operational context.

Event description:
The customer reports that liquid leakage was present and there was evidence that the catheter had a hole.